Event description:
On 06 jan 2022 a customer reported to a cue health inc. Technical support representative a possible false negative. Customer concerned that she is negative after being in contact with a symptomatic family. Cartridge ln 20118h; cartridge sn (B)(4); reader sn (B)(4).

Manufacturer narrative:
Update to b5: additional event information added update to b6: pcr test information added update to g4: PMA/510(k) number added update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, the customer followed-up with a pcr test and was positive. The customer did not provide the manufacturer of the pcr, nor how the sample was collected.